Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the failure was isolated to the u409 can transceiver on the computer/analog board. Pin 3 on u409 was shorted. Additionally, the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted. The root cause for the shorted u409 transceiver could not be positively identified. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's battery charger and reported that the charger was unable to charge batteries. Additionally, monitor sn (B)(4) was returned for an unrelated reason. Upon investigation, a reportable malfunction was found. Monitor sn (B)(4) was displaying a service code 204 (monitor unusable).